Event description:
It was reported that the transmitter unpaired itself. No relevant product or data related to the issue was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
B5 describe event or problem - additional information. D4 model no - additional information. D4 serial no - additional information. D4 lot no - additional information. D4 expiration date - additional information. Primary UDI number - additional information. H4 device mfg date - additional information. H2 type of follow up - additional information.

Event description:
Subsequent to the initial MDR, additional information is available.